Event description:
Physician attempted to use a fox pta catheter to dilate a constricted bronchial tube. The balloon was inflated twice at the indicated rated presure for 5 minutes. The balloon ruptured during the second inflation. There were no reported adverse pt effects. Although requested no additional info was provided.